Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported by the nurse. On (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the event. Treatment was not reported. The patient was recovering from the peritonitis and remained hospitalized. Action taken with dianeal therapy was not reported. The nurse stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot 11a19h25 and 10l14h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.